Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace test faulty/defective pop latch. A field service engineer found that the auxiliary to door two failure which replaced the test faulty/defective pop latch and tested good. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failure. The customer reported that the user was unable to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.